Event description:
It was reported that approximately 5 months after the 3.5 x 12 mm promus stent was implanted in the proximal right coronary artery (rca), the patient was seen in the emergency department for worsening angina radiating to the left arm associated with diaphoresis, shortness of breath, nausea and vomiting. The pain was relieved with nitroglycerin. ECG showed t-wave inversions. Angiogram revealed 90% restenosis of the promus stent in the rca. The patient underwent percutaneous coronary intervention, and a drug eluting stent was implanted in the ostial right coronary artery. The patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported angina, dyspnea, nausea, and restenosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.